Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to replicate issue. Site may have been using the tracer probe and straight probe at the same time, but this cannot be confirmed.

Event description:
A medtronic representative called to report that the site told her they navigated the tracer probe and it was showing the dotted line on the screen like the straight probe. No delay to the case. Surgery was completed successfully with use of navigation. No impact to patient.

Manufacturer narrative:
Additional information: a medtronic representative reported that the instruments were accurate and fully functional. The alleged issue was related to both instruments being tracked at the same time. The software investigation found that the reported event was unrelated to a software issue. The most likely cause of the issue was that the staff had 2 different instruments in the field of view at the same time. The software functioned as designed.